Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Analysis of the returned photo was inconclusive; the condition of the device could not be determined. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
Fifteen minutes following deployment of a 6f angio-seal evolution, the patient complained of pain at the puncture site. Bleeding was observed and a femostop device was applied and hospitalization was extended overnight. The patient was later discharged in stable condition.